Event description:
Received info stating that the pump is not responsive. The device was not worn on a customer at the time of the reported event.

Manufacturer narrative:
The device has been received for eval; however, device eval is not yet complete. A supplemental report will be submitted upon completion of the eval.